Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a rv bipolar lead impedance warning was triggered for the right ventricular (rv) lead due to high and undefined pacing impedances. It was also noted that in the past there were lead integrity alerts (lia) triggered for high rate non-sustained episodes and sic (sensing integrity counter). The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.